Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The anesthesiologist could not get the catheter to thread and must open an extra kit. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Additional document review was not required as a part of this complaint investigation. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter and needle with no relevant findings. The potential cause of catheter not threading could not be determined based upon the information provided and without a sample.

Event description:
The anesthesiologist could not get the catheter to thread and must open an extra kit. The patient's condition was reported as fine.